Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: t3600 workstation, model number unknown, s/n: (B)(4).

Event description:
It was reported that a female patient underwent a procedure using a thermocool smarttouch sf bi-directional nav catheter and suffered a pericardial effusion. The patient's pre-procedure diagnosis was ventricular extrasystole. Prior to starting ablation, the physician noted that the displayed force value that never exceeded 20g. However, the physician never checked the force graph in the real-time graph window. The procedure was aborted as the physician determined that the patient's existing condition did not present a risk of death or serious deterioration. The patient did not require medical intervention, but did require 4 days of hospitalization before recovering fully. The physician's opinion regarding the cause of this event is a bwi product malfunction. No transseptal puncture had been performed at the time of the event, which occurred during the mapping phase. The patient was not under general anesthesia, but was sedated. Ablation had not yet started. No error messages were noted on any biosense webster equipment during the procedure. The patient had received 5000ie of heparin prior to the event, but activated clotting times were unknown.